Event description:
It was reported that a pump malfunction occurred, indicated by the error code 16-0x20e6, which restricted access to the pump. There was no reported adverse impact on the customer's blood glucose level. Technical support is awaiting the return of the pump for further examination, and a replacement pump has been issued to the customer.